Event description:
Crush/insulation breach to atrial lead and ventricular lead of pacemaker dependent patient. St. Jude leads- 1688tc/(B)(4) and 1948/(B)(4). Patient was >99% vp and 1.2% ap. On 11/20/2013 when doing laser lead extraction it was noted both leads had extremely medial placement.